Manufacturer narrative:
He pump passed the displacement test, active current measurement and sleep current measurement. Hardware low level failures alarmed during self test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin6, u1 keypad assembly. No hal software error detected, pump error 3 alarm or unexpected failed batt test or battery failed alert noted during testing. However, hal software error detected (line number = (B)(4); file number = (B)(4)) and pump error 3 alarm found in the formatted history due to a software error.

Event description:
The customer reported via phone call that their insulin pump had hal software error alarm and also received battery failed alarm. The customer¿s blood glucose level was 112 mg/dl. Customer was able to clear the alarm and also able to complete pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.